Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The receiver was returned for evaluation. The following were performed and passed: external visual inspection, receiver charge and boot, final functional test, pairing test, usb test, pairing/calibration/performance/range test. The following was performed and failed: initialization test. In addition, the firmware version was not found. The data file was reviewed and the reported customer complaint was confirmed. The complaint could not be replicated with the returned device. The probable cause could not be determined post investigation. No additional event or patient information is available.